Manufacturer narrative:
The insulin pump was received with the screen frozen on number three then constant tone due to cold solder joint on mother board. No cosmetic damage noted.

Event description:
Customer reported via phone call, the insulin pump hasn't been working. Customer's blood glucose was 200 mg/dl. Customer was changing the infusion set and the device continued to make a sound after it rewind. Customer was unable to prime because the screen froze. Customer then removed the battery and it would count up to three and it would count past it. Customer states he is not aware if the device was exposed to moisture and she hasn't been around high magnetic fields. Customer was advised the device needed to be replaced and she agreed to return it for analysis.